Event description:
On 03/17/1999 the manufacturer's (MFR) sales representative was present at the facility for the procedure. The introducer was inserted and then the nurse realized that there was no catheter in the tray with the device. Another manufacturer's device was obtained and the procedure was completed without further difficulties. The device in question will be returned to the manufacturer for evaluation. No further details were provided.